Manufacturer narrative:
Corrected fields are b3 date of event, e1 event site telephone, h6 type of investigation, component and h11. Updated fields are b4, g3, g6, h2.stated she had read through the help screen but wanted to confirm what she had done. Erin stated she had used the autofill and pressed start to resume the pump. The esp personnel verified with her there was no blood or discoloration in the helium tubing. She checked again and confirmed there was no discoloration or blood in the tubing. The esp personnel reviewed the nature of this alarm and different clinical possibilities and concluded it was most likely due to the patient being tachycardic. Further more esp personnel gave user her direct contact number stated to call back if alarm goes of more than 3 times in an hour or if any issue arises.

Event description:
Na.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is providence st vincent medical ctr a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.